Event description:
The customer received questionable thyroid results for one patient sample from the cobas 8000 e602 analyzer serial number (B)(4). Of the data provided, only the results for free thyroxine (ft4) and free triiodothyronine (ft3) were discrepant. Refer to the medwatch with patient identifier (B)(6) for the free thyroxine (ft4) assay. Refer to the attachment to the medwatch for all patient data. Information concerning if any erroneous result was reported outside the laboratory was requested, but was not provided. There was no adverse event reported.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Patient sample was not available for further investigation. Additional information for further investigation was requested but not provided. A specific root cause could not be identified.